Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014-01, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4)

Event description:
The manufacturer representative and health care provider (hcp) reported that the patient had not used their device in over a year and it was suspected to be overdischarged and they were unable to communicate using the patient programmer or clinician programmer. The reason they had stopped using it was because they felt that 5 weeks post implant that it was not working so they turned it off with no plans to continue using it. A trickle charge was started however the patient did not wish to continue and was going to pursue having it removed. The indications for use were for spinal pain.